Event description:
The patient¿s mother reported that the patient developed an infection at the pod insertion site (leg) while wearing the device for approximately 37 to 48 hours, accompanied by a blood glucose level rising up to 29 mmol/l (522 mg/dl) with the presence of ketones. The pod site was described as red, sore, warm to the touch, and exhibiting purulent discharge. On (B)(6) 2026, the patient was taken to (B)(6) emergency room, where a consultation lasting approximately 10 minutes resulted in a diagnosis of infection. The patient was prescribed penicillin and an acetic acid cream and was also reported to have resumed insulin therapy by applying a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.